Event description:
It was reported the patient expired in 2008. The cause of death was not reported. It was reported the death was unrelated to the implanted system. The patient had metastatic colon cancer. The patient was last seen in the clinic in september. The drugs used in the intrathecal drug delivery pump were hydromorphone 4.0mg/ml, compounded baclofen 400 mcg/ml, bupivacaine 40 mg/ml, and clonidine 200 mcg/ml.